Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. Defect was detected. Most likely underlying root cause: rc-061: storage outside specifications. Rc-072: vial left open for an extended period of time. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained of 154mg/dl. The expected fasting blood glucose test result range is 100-111mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 142 and 144mg/dl fasting using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is 6/3/2019. The meter memory was reviewed for previous test result history. (B)(6).